Event description:
The customer reported that they were getting a temperature sensor failure.

Manufacturer narrative:
(B) (4). The ge service rep found that the problem was caused by a defective (B) (4) cable. He replaced the cable. The system operates as intended. (B) (4)